Event description:
It was reported that during routine generator change out procedure on a non-boston scientific product, while attempting to insert the distal and proximal coil portions of the right ventricular (rv) lead, the two coil portions were unable to be inserted into the new boston scientific device header. Subsequently, the rv lead was surgically abandon and replaced as a result of patient anatomy in combination with the previously reported observations. No additional adverse patient effects were reported.